Event description:
Patient's legal counsel provided medical records that indicate patient underwent left total hip arthroplasty on (B)(6) 2006 and right total hip arthroplasty on (B)(6) 2007. Patient medical records further indicate that a left hip revision procedure was performed on (B)(6) 2014 due to metal debris cyst. Revision operative report noted brownish red fluid, corrosion of the taper and irrigation and debridement of the cyst. The modular head and taper adapter were replaced with a ceramic head and active articulation polyethylene acetabular liner. Additionally, patient underwent a right hip revision on (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2015-02491 & 02513).